Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient weight is unknown. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114983.

Event description:
It was reported that during an ipg replacement (related manufacturer reference number: 3006705815-2024-03298), high impedances were found on one of the leads. When trying to replace the lead, physician was unable to place the lead and therefore aborted the implant. Patient currently has only one lead implanted. Note : it is unknown which lead is related to this issue.